Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found partial lead was returned in one piece measuring 6.8 cm of the connector pin portion. A full breach insulation degradation was observed at 4.5 cm and 4.9 cm from the connector pin. Surface cracking to outer insulation was noted in this location. Other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.